Manufacturer narrative:
Correction to b5, and h10, update to h2 and g4. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the patient¿s history or the events.  The cause of the conduction disturbance cannot be confirmed, but it is likely related to the mechanisms previously reported. The cause of death is not available at this time. Based on the information provided, it appears to be related to the mrsa infection. There is insufficient information to determine if the s3 valve was affected by the mrsa infection.

Event description:
As reported through social media, the patient¿s wife indicated a valve was placed ¿really well¿. The physician wanted to place a pacemaker. One was placed three weeks later. The patient then had severe sepsis and the ¿infection was in the tavr¿ and died one week later. Additional information provided by the patient¿s wife to the implant patient registry (ipr) department confirmed the patient had an edwards sapien 3 valve implanted. She reported that at time of the tavr, the doctor was going to do a pacemaker as well, but didn't think the patient needed it at the time of surgery. However, three weeks later, the patient received a pacemaker. The patient ended up with methicillin-resistant staphylococcus aureus (mrsa) and passed away.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The exact date of the placement of the permanent pacemaker is unknown. The device remains implanted, as there is no indication of an explant. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by  edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Additional details regarding the patient¿s history were not provided. However, the cause of the conduction disturbance is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through social media, the patient¿s wife indicated a valve was placed ¿really well¿. The physician wanted to place a pacemaker. One was placed three weeks later. The patient then had severe sepsis and the ¿infection was in the tavr¿ and died one week later. Additional information provided by the patient¿s wife to the implant patient registry (ipr) department confirmed the patient had an edwards sapien 3 valve implanted. She reported that at time of the tavr, the doctor was going to do a pacemaker as well, but didn't think the patient needed it at the time of surgery. However, three weeks later, the patient received a pacemaker. The patient ended up with mrsa and passed away.